Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: did anything unexpected happen prior to this incident? Nothing. Was the clip fully advanced into the jaws? Yes. Did the procedure drive the need to apply torque or twisting of the device? No. Were any unexpected noises heard? If so, when? No. Was the device fired after this incident in or out of the patient? Device was fired in the patient. Was there a recent conversion to ees devices in this account or with this surgeon? No. What was the quality of tissue in the area where the device was fired? It was a standard procedure, normal tissue. What were the patient's pre-op diagnosis, conditions, did he/she suffers from cancer, morbus crohn, or colitis ulcerosa? Standard lap cholecystectomy, no cancer, no morbus crohn, no colitis ulcerosa. If applicable, does the patient have a history of receiving radiation or chemotherapy or a relevant history of surgical treatments? If so, what? Nothing. What is the age and sex of the patient? Woman, (B)(6). What is the current status of the patient? She is ok, already at home.

Manufacturer narrative:
(B)(4). Jaws. Additional information was requested and the following was obtained: message to contact: we received the device for analysis and found that the jaws were distorted and the shaft was out of position. This damage does prevent any functional testing from being performed; however, we are curious if this damage could potentially be a result of other instruments that were used in an attempt to open the jaws? Are you aware of any steps the surgeon used to open the jaws or was anything done to the device after the case?" Message from contact: "(B)(4) stayed closed on artery, so they had to remove it some how. I do not know how they did this but they had to remove it and start with conversion. However, yes, they had to damage the jaws to pull it of cystic artery. The analysis results of the device found that it was received with the handle posts broken; this condition caused the shaft and the internal components to lose their intended positions. As a result, the jaws remained in the closed position and became temporally distorted. The floor was also found to be out of position and damaged; it was determined that this damage occurred when the jaws collapsed. No conclusion could be reached as to what may have caused the handle posts to break. During the disassembling of the device, the lockout posts were noted to be broken which denotes the device locked out prematurely; fifteen clips were found inside the device. This condition is unrelated to the opening issue experienced by the customer. Please note the customer indicated the jaws may have become damaged during removal of the device from the patient. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, after applying a few clips on the cystic duct and artery, when applying the last clip, the jaws were not open. It stayed closed on the artery. To be able to remove it, they had to convert to open which prolonged the actual surgery and after surgery recovery (longer time in hospital). The patient was ok after the procedure with laparatomy. The condition of the patient immediately after the event was stable.